Event description:
Boston scientific received information that during a routine device change out procedure, when the chronic right ventricular (rv) lead was connected to this device, shocking impedance measurements were greater than 125 ohms. Extensive troubleshooting was performed, however, measurements remained increased. This device was ultimately removed and a second device was connected to the rv lead, shocking impedance measurements again measured greater than 125 ohms. Once the bovie machine was powered off, approximately 30 seconds passed, which seemed to resolve. Shocking impedance measurements then were within acceptable limits. An induction was performed, which successfully converted the patient. No further complications were observed.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.